Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One t3 non-platform switched parallel walled implant (B)(4) was returned for investigation. However, an unknown implant driver was not returned for investigation. Visual inspection of the as returned implant identified minor wears around the external threads of the device. The hex was in good condition. Functional testing was performed using an applicable in-house device to test the implant¿s drive feature. The device was able to pick up and release the implant easily. Measurements of the returned implant were taken using a caliper. Through dimensional analysis and comparison to drawings, it was determined that the device met design specifications. However, the driver could not be functionally tested. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. There was no device malfunction found with the implant. However, without the return of the driver, the event cannot be confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that during the placement procedure, the implant and driver became stuck. When removing the driver, the implant was loosened in the osteotomy. The implant was removed and a larger one was placed during the same procedure.